Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-jul-2019 with the following findings: a review of the pump¿s black box and alarm history showed no cs 064 call service alarms. The pump information from the date of the reported event had been overwritten due to continued use of the pump. During testing, the pump powered on to no alarms. The rewind, load and prime steps were performed successfully and the pump was exercised for 12 hours with no call service alarms occurring. The complaint of a cs 064 call service alarm issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.